Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported that they hadn't ordered a return kit, but would take care of it on the day of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep). It was reported that the hcp gave rep an implantable neurostimulator (ins) that he removed in a patient and stated he thought fluid was coming out of the ins. Patient information was unknown. The reason for removal was not provided. There was no contributing factors were reported or identified.

Event description:
Additional information from the manufacturer representative (rep) reported they had the implantable neurostimulator (ins) and planned to return it. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.